Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site 12 was removed due to an infection. A patient complained of pain several weeks after the transplant. There appears to be acute inflammation in the area of the urethra transplant removed immediately. Additional appointment required: yes, to place a new implant symptoms as a result of the event: pain & inflammation.